Manufacturer narrative:
The product was returned for investigation. The reported failure was confirmed. The product was subjected to a shake test to see if there were any loose components inside. There were none. The product was powered up, the correct software loaded, and standby mode became active. The bulb ignited as specified. Run mode was selected and the variability of the light intensity was checked. No errors occurred. Functional testing was performed on the product and included the following: run mode/standby cycling; bulb access door cycling; lightcable/scope disconnect; cable/jaw interaction; front panel. All tests were successful, except for the cable/jaw interaction test. This test failed due to a broken jaw handle. Measurements were taken on lumen output and ballast boost voltage. The measurement on lumen output failed due to flickering light output. The measurement on ballast boost voltage failed as the voltage was unstable. The root causes of the reported failure were traced to the following defective components: ballast; bulb. In addition, the jaw handle was broken. In sum, the customer complaint was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the unit experienced flickering light output and the light handle was broken.